Manufacturer narrative:
1. Summary of investigation results: the service actions resolved the issue. Based on the information provided, the cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: unspecified service actions were performed. The customer did not provide any additional information. 3. Device returned to manufacturer? No 4. Device labeled "for single use?" No 5. Device reprocessed and reused? No

Event description:
1. Describe the event: the initial reporter complained of a discrepant low result for 1 patient tested for elecsys hcg+beta on a cobas e 601 module. 2. Patient age range: asku 3. Patient weight range: asku 4. Patient sex breakdown: female 5. Patient race breakdown: asku 6. Patient ethnicity breakdown: asku